Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿second-generation porous-coated cementless total hip arthroplasties have high survival¿ by christopher j. Chen, md, et al, published by clinical orthopaedics and related research (2006), no. 451, pp. 121-127, was reviewed. The purpose of this article was to retrospectively review 145 total hip arthroplasties implanted with a prodigy stem and a duraloc cup combined with a polyethylene liner, implanted between july 1993 and december 1994. Inclusion criteria for this study was a minimum of 5 years clinical and radiological follow-up. Revisions: 1 dislocation treated with head and liner revision. I dislocation secondary to a loose and migrated stem treated with revision of the stem, head, and liner. The dislocation was attributed to the loosened stem. There were no reported product problems with the liner and head that were revised to accommodate the newly implanted stem. The cup was well-fixed and left in situ. Radiographic findings: these findings were identified in progressive radiographic studies. There were no patient consequences, patient symptoms, nor did they require medical or surgical intervention. 1 loose stem with minimal subsidence. 2 hips with progressive spot welds on the acetabulum and femur. Osteolytic lesions found in 3 acetabulum and 7 femurs. These cases showed progressive polyethylene liner wear with femoral head penetration. Impacted depuy products: liner and head: implant dislocation. Femoral stem: implant loosening at the implant to bone interface, implant migration, inadequate osseointegration. Heath impact: surgical intervention and medical device removal. Femoral stem: implant loosening, implant migration, bone injury, inadequate osseointegration. Polyethylene liner: implant bearing wear, osteolysis. Health impact: no patient consequences. Symptoms: no adverse event."